Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her pump and meter were connected but stopped communicating a few days prior to the call. She was assisted with connecting them back together and she confirmed their connection by performing a finger stick. The customer¿s blood glucose was over 500 mg/dl. She declined troubleshooting for the high and said that her blood glucose is okay now. The pump will not be returning for analysis.